Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead was observed exhibiting noise. The lead was explanted and replaced, the patient was stable post procedure.